Manufacturer narrative:
As reported, the involved device is not expected for evaluation as the unit was disposed of at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported device "not deploying correctly resulting in pull-out" failure was not able to be determined. However, the incident as described is believed to be consistent with having the ratchet on whilst deploying the device. This lot with the (B)(4) was manufactured on 27-jan-2016. Of the lot containing (B)(4) units, there have been no other similar complaints received for this lot. A review of the device history records for this lot shows there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The instructions for use (IFU) provide the user with the correct use technique, including the operation of the ratchet and state: "the risk of premature failure is reduced by following the specified instructions for use". The sequent meniscal repair system is an implantable suture retention device, which is intended to facilitate percutaneous or endoscopic soft tissue repairs, including the repair of meniscal tears. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of patient injury and damage to the device the instruction for use (IFU) provides the following precautions: it is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. Improper insertion technique may cause breakage of the device, implants and/or suture or premature failure. Do not bend the device needle before insertion or during the operation. This may prevent proper insertion and/or damage the implants and/or suture. The device should not be used as a lever. The device should be inspected for damage prior to use. Do not use a damaged device. Devices were discarded at user facility.

Event description:
The user facility reported that during use of the sequent meniscal repair device in a meniscal repair procedure, the sequent device was allegedly reported not to deploy correctly on the anterior side of the meniscus leading to a pull out failure. Due to the condition of the patient's meniscus at the time, the surgeon elected to perform a meniscectomy and the procedure was otherwise completed with no further complications or serious injury to the patient. Follow-up with the surgeon learned that the patient is currently doing well. However, the surgeon feels that it is difficult and too early to determine given the fact that the (B)(6), female patient also had an acl performed as well.